Manufacturer narrative:
Correction to the as reported- impact code MDR in block(s) f10 and h6. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage (laa) closure procedure, a nrg needle was selected for use. Post transeptal puncture it was difficult to get a non-boston scientific sheath across the septum. Once the sheath was across, the staff prepped the watchman access sheath for exchange and during this time, left sided access was lost and transesophageal echocardiography (tee) imaging noticed a new pericardial effusion. The patient vitals started to decline, the procedure was cancelled and a pericardiocentesis was performed. 150 ml of blood were drawn from the pericardial space, and the patient's vitals returned to normal and became stable. The needle was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage (laa) closure procedure, a nrg needle was selected for use. Post transeptal puncture it was difficult to get a non-boston scientific sheath across the septum. Once the sheath was across, the staff prepped the watchman access sheath for exchange and during this time, left sided access was lost and transesophageal echocardiography (tee) imaging noticed a new pericardial effusion. The patient vitals started to decline, the procedure was cancelled and a pericardiocentesis was performed. 150 ml of blood were drawn from the pericardial space, and the patient's vitals returned to normal and became stable. The needle was disposed.